Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2015 with the following findings: review of the black box and pump alarm history revealed a call service alarm (088) recorded on april 12, 2015. The pump was exercised for 24 hours without error, alarm or warning occurring. Investigation did not duplicate the call service alarm complaint. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).